Event description:
A nurse claimed the defibrillator did not charge when the paddle charge switch was activated. The nurse stated she reinserted the paddles into the paddles wells, removed them again, and the device charged properly. Patient outcome was not reported. The reporter indicated patient outcome was not affected due to continued use of the device.